Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: kne-natural knee ii-bearings-unk; p/n: unk, l/n: unk, kne-natural knee ii-femorals-unk; p/n: unk, l/n: unk, kne-natural knee ii-tibial trays-unk; p/n: unk, l/n: unk, kne-natural knee ii-patellas-unk; p/n: unk, l/n: unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01059, 0001822565 - 2020 - 01060, 0001822565 - 2020 - 01061.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, a revision was planned but has not occurred for unknown reasons. No additional patient consequences were reported.